Manufacturer narrative:
The specific model, serial number, and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
It is alleged a fire occurred in a 1997 fleetwood bounder rv parked at a residence. In the area of origin was a domitec refrigerator and a pride victory scooter.